Manufacturer narrative:
G4:02nov2020, b4:25nov2020 . Upon investigation it was determined that this complaint was submitted in error. The event was reported under MFR report#:2031642-2020-02267. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07/07/2020.

Event description:
The customer reported low leak c02 rebreathing alarm while performing (performance verification test) pvt. There was no patient involvement.